Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had a malfunction unspecified. There was no patient harm.

Manufacturer narrative:
Updated fields: b4; b5; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion. A getinge field service engineer (fse) evaluated the unit and no fault or alarms were found. The host was found to be not completely fixed in the trolley, and the host was re-fixed. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had a failure. There was no patient harm or injury. There was no patient harm or injury.

Manufacturer narrative:
Due to character restrictions in block e1 (B)(6). A supplemental report will be submitted upon completion of investigation.